Manufacturer narrative:
Unknown if the following patient and device codes are listed in the IFU. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/21/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2003 via the right femoral vein due to left lower extremity dvt. Plaintiff is alleging bleeding, pain and weakness in legs, shortness of breath, falling when legs give out, anxiety, and depression.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2003. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction(s): from product problem to adverse event. From malfunction to serious injury. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿bleeding, pain and weakness in legs, shortness of breath, falling when legs give out, anxiety, depression." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported "bleeding, pain and weakness in legs, shortness of breath, falling when legs gave out, anxiety, depression" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.